Manufacturer narrative:
Examination of the returned polyaxial screw found a break in the shaft just below the screw head. The breakage is consistent with fatigue fracture. Review of inspection records for this lot found processing met specification requirements. It was reported that the pt experienced delayed union. No conclusion can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur as a result of delayed or non-union as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.

Event description:
Contact reports revision surgery was scheduled for an osteotomy, possible pseudoarthrosis and broken hardware. Surgery found two polyaxial screws were broken. The devices were explanted and replaced. The surgical intervention occurred, an MDR is being filed to document this event. The mfg report # 1526439-2008-00033 for the other monarch polyaxial screw that was involved in this event.